Manufacturer narrative:
The device, a emax 2 plus motor, was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
A report from the USA revealed that the device, a emax 2 plus motor, was making loud noises and stopped working. It is known that the device was being used during knee surgery, and that there was no patient or user injuries. There was no additional information provided.